Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient arrived by medi-helicopter experiencing a st elevated myocardial infarction (stemi). Patient was reported very sick and unstable at time of arrival. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severe calcified, type c , ostial right coronary artery. A senergy ii everolimus-eluting platinum chromium coronary stent system was utilized during a percutaneous coronary intervention; however it was noted that the stent came off of the balloon inside of the body. The patient died due to an acute myocardial infarction.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. A visual and tactile examination found no issues with the tip profile. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several kinks in the hypotube. A visual and tactile examination found several kinks in the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The patient arrived by medi-helicopter experiencing a st elevated myocardial infarction (stemi). Patient was reported very sick and unstable at time of arrival. The 90% stenosed target lesion was located in the mildly tortuous and moderate to severe calcified, type c , ostial right coronary artery. A senergy ii everolimus-eluting platinum chromium coronary stent system was utilized during a percutaneous coronary intervention; however it was noted that the stent came off of the balloon inside of the body. The patient died due to an acute myocardial infarction.